Event description:
The user facility reported a patient with cardiomyopathy was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller (aic) exhibited an aic not recognizing the disk error. A replacement device was sent to the customer. It was reported that the procedure was successful' no harm or injury to the patient.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the issue with properly detecting the purge pressure disc was reproduced, and the purge flag was confirmed to be broken (missing at blue disc retainer). The purge flag was replaced, and a functional check was performed on the console and optical system. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.